Manufacturer narrative:
The device is not expected to return for evaluation. A sample video has been provided by the customer. The investigation is not complete.

Event description:
The event involved a 3 gang 1o2 manifold w/ check valve, rotating luer, appx 1.2ml that the customer reported as the sideway was unable to open by IV pumping, causing leakages during infusion of a propofol anesthesia using IV pumps. The set was in use approximately for an hour. The device was replaced with no further problems encountered. There was patient involvement, no adverse event, no medical intervention required and no delay in critical therapy. This report reflects four of five reported.

Manufacturer narrative:
H10 - the device was not returned for evaluation. Two videos were returned showing what the customer described as a problem with side port function. One of the videos showed leakage. Close review of the leakage revealed that it was coming from the mating device male luer threads. The reported complaint cannot be confirmed without the returned sample. The device history lot record was reviewed and no non-conformances were observed.